Event description:
It was reported that: "following car accident the pt had a femoral fracture and received a gamma long nail in 2003; later on the distal screws were removed as requested by operating technique. On 12/03, the pt leg were painful. After having performed an rx, the pt was treated in 2004 at hospital to revise the nail".